Event description:
Customer said when they disconnected ext. Battery and then plugged in ac, vent shut down with an alarm and then customer turned vent back on and there was a reset alarm and vent has been fine since. Device was on pt at the time of event. There was no pt harm.